Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the flowcell waste chamber port was clogged. The fse cleared the clog from the waste chamber port, resolving the leak. The fse also found that the quick disconnect on the differential mixing chamber was loose. The fse secured the loose quick disconnect, which resolved the differential vote outs. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The instrument was generating vote outs for differential parameters at the time of the event. The volume of the leak was about 1 pint and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.